Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy, and they have multiple daily injections (mdi) as backup insulin therapy until the replacement arrives.